Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00973. It was reported that the patient presented in the emergency room. Upon review it was noted that the right ventricular lead exhibited high voltage impedance issue and failed to deliver high voltage therapy during ventricular tachycardia episode. It was also noted that the implantable cardioverter defibrillator had high voltage circuit damage. The lead was capped and replaced on (B)(6) 2020 and the device was explanted and replaced. The patient was in stable condition post-procedure.